Manufacturer narrative:
The account found the cause to be a bolt missing from the brake linkage. The account installed a brake steer upgrade kit to resolve the issue.

Event description:
The account alleged the stretcher appears to be in brake mode but the head end brake casters would not hold no patient impact.